Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The company representative was able to confirm the reported event. To address the issue the nonconforming valve cable component was replaced and returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation with the same event code. The nonconforming valve cable component was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into a system and booted up with no issue. However, the sample failed smartvit verification. The root cause of the reported event is attributed to nonconforming valve cable component. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that in an ophthalmic system actuation of the vitrectomy cutter was unstable and could not cut. The surgery was completed on same day after replacing the pak and the cutter with another one. There's no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.